Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (c oncentration ¿2000¿ at a dose of ¿200¿) via an implanted pump. The indication for pump use was not provided. On (B)(6) 2018 it was reported that the patient was taken to surgery as he had skin breakdown and the pump eroded through the skin. The patient factor that may have led or contributed to the issue was noted to be that the patient was very thin. The pump was removed, and the pump pocket was washed out. The catheter was not removed but would follow. In 3-6 months if/when the skin, wound, and possible infection healed the patient would be implanted with a new system. The pump was sent to the hospital pathology department because it eroded though the patient¿s skin. They wanted to test it to treat the patient with the proper antibiotics. The issue as resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.